Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The device was implanted via l-p shunt to a male patient. On (B)(6) 2015, the device was removed since the setting pressure could not be changed. Further information would be provided as soon as (B)(4) receive it from the facility.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 170mmh2o. The valve was visually inspected: no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water. No occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was tested for programming. The valve passed the test. Review of the history device records confirmed the valve product code ns9008 with lot clgckr, conformed to the specifications when released to stock on the 5th july 2010. No root cause could be determined as the problem reported by the customer was not confirmed. The valve programmed. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.